Event description:
User facility reported that the lock mechanism on the endotracheal tube was too tight to allow passage of a suction catheter. As a result it was necessary to the locking mechanism to allow passage of the suction catheter. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.